Event description:
A nurse reportedly experienced an electrical shock while plugging a handpiece into a diplomax phacoemulsification system. The nurse did not requrie medical intervention or treatment and is reportedly doing fine.